Manufacturer narrative:
The device was not received therefore no physical analysis of the product could be performed. The manufacturing batch number was not provided; therefore, we were unable to review the device history records to confirm that the device met all material, assembly and inspection specifications prior to shipment. Based on the information received to date, it appears clinical and/or procedural factors impacted the event as reported. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Catheter kinked at level of valve when crossing the aortic arch, guidewire management was suboptimal. During lead-in the middle post appeared to be twisted. Resheathed partially 3 times without success. Full resheath and tracking back to descending aorta followed by a second attempt also didn't lead to untwist of the post. Safari wire was stuck in the lotus system when taking the catheter out. Physician released the valve outside of the patient, hoping that he'd be able to remove catheter from the wire this way, which didn't work. New safari was needed. New 23mm lotus valve was used and implanted without any issues and with a very good result.